Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that predilatation was performed prior to stenting. A heavily calcified lad lesion was being implanted with a 3 x 23 mm xience v, when a dissection occurred. Another xience v stent was implanted for treatment. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation -product performance engineering reviewed the incident. Dissection is a known adverse event with coronary stenting, as noted in the xience IFU, and not an indication of a product deficiency. Dissection can be influenced by several factors, including lesion characteristics, procedural technique, and device size selection. The IFU states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent, and may cause acute closure of the vessel, requiring additional intervention (CABG, further dilatation, placement of additional stents, or other)". A conclusive cause for the reported pt effect and the relationship to the product, if any, cannot be determined.